Event description:
During preparation for a pulmonary vein isolation procedure, the catheter was connected to the tactisys module with both the egm cable and the fiber optic cables. The catheter was not recognized and required zeroing. The catheter was disconnected and the tactisys module rebooted and attempts were made to connect this catheter again. The same outcome was observed stating no catheter was connected. A replacement catheter was used and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.